Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury, previously. Device issue: guide wire separation. It was reported that the procedure was to treat the proximal to mid left anterior descending artery (lad). After successfully implanting two xience v stents, the bmw guide wire was removed from the pt. However, during removal of the guide wire, the tip coils became separated. It was reported that nothing was left behind in the pt, and that there was absolutely no resistance observed during removal of the guide wire. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (4): product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The coils were stretched out and separated distal to the center solder. There was stretched out coils distal to the proximal solder for a length of 25 cm past the tip of the core. There was 2cm of tip coils with the tipball that was not stretched out. There was 3.5 cm of shaping ribbon attached to the tipball. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis.